Event description:
Cu-64 detectnet was given slowly over 2+ minutes. Saline flush was given slowly in same fashion. Patient had flushing/ burning sensation, nausea, dry heaving that lasted less than 5 minutes.